Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an intermittent audio output and an adverse event. The patient wife reported that the patient had a fall due to experiencing a low event in which the cgm did not give an audio alert. The patient's wife called 911 because the patient could not get up from the floor and stated that their hip was in pain. The patient was taken to the hospital and was diagnosed with a broken hip. The patient was in the hospital until (B)(6) 2017 and was give oxycodone for pain. At the time of contact, the patient was able to walk again. No additional patient or event information is available. No product or data were provided for evaluation. The complaint confirmation was unable to be determined. A root cause could not be determined.